Manufacturer narrative:
The device has not been received for analysis, and when asked, the explanting physician's staff did not indicate that the device would be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic mitral valve because of persistent, severe regurgitation as confirmed by echocardiogram, after the patient had been closed. The patient did fine post-operatively, and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.